Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 2. The patient's largest prescribed fill volume (lpfv) was 3000 ml and the drain volume was 6216 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify the nurse of the incident of iipv found during evaluation of the device. The nurse acknowledged the information and ended the call.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per returned instrument test/evaluation (rite) testing. Review of the device logs revealed a drain volume meeting increased intraperitoneal volume (iipv) criteria had occurred on (B)(6) 2010 during cycle 2 when the device user drained out 6216ml. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The assignable cause of the iipv was determined to be insufficient drain: false empty detect and use error: inappropriate bypass of the caution: negative uf alarm. The device was subsequently forwarded to service. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).